Event description:
Rt was present at patient's bedside at the time of this event. Vent panel started to read zeros for no particular reason and then went dark. Vent was immediately swapped out. New vent was successfully placed on a patient. Broken vent was tagged for repair, and brought up to rt room on a second floor. There were no adverse effects on patient.